Manufacturer narrative:
B3 date of event: event date was not reported and was approximated to (B)(6)2020. Device evaluated by manufacturer:the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 44mm from the proximal marker band and at the distal marker band. There was no marker band damage detected. Approximately 34mm of the balloon was detached and not returned. The balloon rupture was confirmed.

Event description:
It was reported that the balloon ruptured. A 3.5mm x 80mm x 150cm sterling sl balloon dilatation catheter was selected for a plain old balloon angioplasty (poba) procedure in the severely calcified below-the-knee (btk) vessel. During the procedure, the balloon ruptured when inflated to 4-6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post-procedure.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the balloon ruptured. A 3.5mm x 80mm x 150cm sterling sl balloon dilatation catheter was selected for a plain old balloon angioplasty (poba) procedure in the severely calcified below-the-knee (btk) vessel. During the procedure, the balloon ruptured when inflated to 4-6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post-procedure.